Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Remains implanted.

Event description:
It was reported that the patient showed a reduction in blood pressure during using cement. So the surgeon performed cardiopulmonary resuscitation

Event description:
It was reported that the patient showed a reduction in blood pressure during using cement. So, the surgeon performed cardiopulmonary resuscitation

Manufacturer narrative:
No device or lot information was provided. The event could not be confirmed. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.